Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose event during sleep while lying on the sensor, raising concern for a compression-induced falsely low reading and prompting education to confirm lows with a fingerstick. Symptoms included a blood glucose reading of 66 mg/dl trending down, without loss of consciousness or other acute effects. Outcomes included device alerts for low and urgent low glucose, self-treatment with oral glucose, and no need for medical intervention or assistance. Investigation included troubleshooting and user education regarding compression lows and proper confirmation of hypoglycemia with a fingerstick. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.